Event description:
The clinic reported that a laser vision correction patient presented with glare and halos in both eye 8 months post treatment. It was stated that the patient reported dry eye due to aqueous deficiency and that the glare at night makes driving difficult. No loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.